Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: the pump was powered up to a blank display with auditory and vibratory alarms. A leak was found in the battery compartment with a crack. Moisture and moisture corrosion were found throughout the internal pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was alleged the display was blank and the re was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.